Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing an uncomfortable and sharp sensation while mapping. Multiple troubleshooting steps were attempted but remained unsuccessful. As a result the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s lead was explanted and replaced with 2 new leads with extensions for 1 week. On (B)(6) 2019 the physician connected the newly implanted leads to the ipg and removed the extensions. Therapy has been restored post-op.